Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 570 mg/dl at the time of the incident. The customer was at 31 mg/dl 8 hours after getting admitted. The customer was wearing the insulin pump during the high incident and got disconnected after hospitalization. The customer believes the pump was over delivering. Troubleshooting was not completed as the customer would call back. The insulin pump will not be returned for analysis.